Manufacturer narrative:
Since the submission of this event co received the product for evaluation. The user facility initially reported a piece disengaged from the trocar. The trocal was received intact. However, a disengaged component was received. It was determined that this component was disengaged from a disposable stapler. This submission reflects the change in this catalog # and lot #(d6) as well as expiration date (d5), approximate age of device (f9) and device manufacture date (h4). In addition, the device evaluation codes have been changed to reflect that a portion of the device involved in the event was returned but co could not draw any conclusion as to the cause of the difficulty reported as the majority of the device was not returned for evaluation.

Event description:
The device was applied during a laparoscopic appendectomy procedure. Reportedly, the instrument broke. The components were retrieved laparoscopically without incident. The hosp has reported no pt injury occurred.